Event description:
It was reported that pt had pain a year after surgery and was tested for infection and metal allergies. No infection identified but his metal testing came back positive for cobalt, chromium, and aluminum. The metal cup was removed.